Event description:
It was noted that right atrial (ra) lead impedances were out of range, and increasing short circuit pacing. Noise was noted on the atrial channel with stored egm. There was one episode that shows what appears to be atrial flutter. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).